Manufacturer narrative:
No sample information was provided. Calibration results faxed by customer did not include tg but other chemistries included appear acceptable. Qc results faxed by customer showed occasional high results. On (B)(4) 2011, bci field service engineer (fse) replaced cc sample probe and repeated carryover test. Results still showed problem with sample side carryover. Fse installed nex mixer paddle and completed mixer height alignment. Fse then completed 2 consecutive carryover tests without failure.

Event description:
A customer reported to beckman coulter inc. (Bci) that the synchron cx5 delta clinical system generated erroneously high triglyceride (tg) results for two (2) samples. These results were reported out of the lab. No confirmatory or repeat results were provided by the customer. Customer indicated that no patient treatment had occurred.